Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a new ipg implant procedure on (B)(6) 2019, the physician noticed the trial lead had migrated. To address the issue, the physician decided to explant the trial lead and implant a new lead which resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.